Event description:
Revision polyethylene liner of a right total hip replacement fractured after a dislocation event and hip became unstable. Liner was in place for 4 years when it failed biomet ringloc e1 +3 size 23 liner 36mm inner diameter. Lot 397790 ep 108323. Photos obtained showing lipped liner and polyethylene fracture at time of revision. Liner was in place for 4 years when it failed. FDA safety report ID# (B)(4).